Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an right ventricular (rv) lead implanted however later that same day the physician was uncomfortable with the level of tricuspid regurgitation due to the motion of the lead. The physician opted to remove the lead and placed an left ventricular (lv) lead instead. No patient complications have been reported as a result of this event.